Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient did not charge the ipg as recommended, rendering the ipg inoperable. In turn, surgical intervention may be pending to address the issue.